Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was administered both oral and IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00361, 3006705815-2023-00362, 1627487-2023-00292. It was reported the patient was admitted to the hospital and diagnosed with an infection at the lead site. The patient was given both IV and oral antibiotics. Surgical intervention took place wherein the system was explanted to address the issue.